Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke contact was unable to provide further information regarding the damage. There was no reported adverse impact to the customer's blood glucose level.